Manufacturer narrative:
.

Event description:
It was reported that the right atrial lead exhibited noise. The noise was reproducible in the clinic with isometrics. The lead was explanted and replaced. The patient experienced chest pain post procedure.